Event description:
Pt admitted with hematoma at left groin. Had femoral vascular graft at this site 6/1/04. Surgical findings of 6/30/05: disruption of proximal femoral graft; anastomitic leak from medial aspect of proximal femoral graft anastomosis. Surgeon stated graft appeared to have frayed at the anastomosis.